Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation, reserve battery of cardiosave intra-aortic balloon pump (iabp) could not be found.

Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation finding, component codes, health impact, investigation conclusion),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Batteries are deeply discharged and are no longer being charged. Error is reproducible. New batteries cannot be charged either, possibly defective due to the power management board. Replacement of the power management board, software update carried out, error logs deleted. Maintenance procedure carried out and a continuous run of over 24 hours carried out. Device is ready for use again and can be used again.

Event description:
N/a